Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 5.1 inr. Approximately 3 hours later, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.43 inr. The patient was hospitalized based on the erroneous meter result. No adverse events were alleged to have occurred with the patient. The patient feels well. The patient's therapeutic range is 2.5 - 3.5 inr. The patient does not take antibiotics or heparin. The patient has no inflammation. The patient's product was requested for investigation. Retention test strips (304975) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.